Manufacturer narrative:
Updated section d9 (device availability) h6 (type of investigation), h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the product was received by our product evaluation laboratory for a full examination. The report of pacing issue could not be confirmed. As received, no visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. Based on further engineering evaluation, the report of pacing issue was unable to be confirmed since the unit was returned for evaluation, and no defect was found; therefore a product non-conformance or device failure could not be confirmed.

Event description:
As reported, after insertion of this bipolar pacing swan-ganz catheter, it did not sense. No further information was available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Finally, no product was received for evaluation. Patient demographics unable to be obtained. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on available information, and since no product sample nor objective evidence was provided for investigation, a definite root cause is unable to be determined. There are manufacturing controls to avoid potential causes related to the reported malfunction.